Event description:
It was reported that the right ventricular lead exhibited an impedance anomaly due to clavicular crush damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
An incomplete lead was returned for evaluation in two pieces after explant.